Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.